Manufacturer narrative:
A1: patient identifier: requested, not provided due to privacy rules. A2: age & date of birth: requested, not provided due to privacy rules. A4: weight: normal bmi (body mass index). A5: ethnicity: requested, not provided due to privacy rules. A6: race: requested, not provided due to privacy rules. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a pullout of a 6f angio-seal, the anchor and collagen did not deploy. The procedure prior to the use of the angio-seal device was a carotid artery stenting (cas). A 6fr procedural sheath was used. The patient was not obese, no troubles with the puncture, no calcifications seen at the puncture site. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One 6fr angioseal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The device was then subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, but the carrier tube was unable to be moved forward. Force was applied and the carrier tube kinked and folded over itself between the hub of the sheath and the cap of the tube. Then, the carrier tube was tried to remove from the sheath hub and high resistance was encountered to remove the carrier tube shaft from the sheath, due to the resistance the carrier tube was stretched. A lot of dried blood like substance was found throughout the length of the carrier tube. Functional testing was unable to be completed due to the kink on the carrier tube. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).